Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted) position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the attempted implant of this ingevity lead, high pacing impedances were exhibited, along with an inability to rotate the helix as intended. The lead was removed from the procedure and replaced in absence of any adverse patient effects. A non boston scientific lead was successfully implanted and the attempted implant lead returned for laboratory analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted) position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that during the attempted implant of this ingevity lead, high pacing impedances were exhibited, along with an inability to rotate the helix as intended. The lead was removed from the procedure and replaced in absence of any adverse patient effects. A non boston scientific lead was successfully implanted and the attempted implant lead returned for laboratory analysis.